Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that there were concerns for a potential driveline fracture. It was noted by the hospital staff that the white sleeve appeared to be off the driveline. It was also noted that the white sleeve appeared to be loose and bunched up. The patient was listed as a destination therapy patient with no option to have his pump exchanged due to noncompliance. The hospital staff requested for a driveline exchange. It was noted that the patient did not have any alarms. With assistance from the manufacturer's technical services personnel, it was suggested to consider having 3 layers of electrical tape applied to support the driveline. The hospital staff had to reinforce the driveline multiple times due to the tape becoming loose. It was noted that the hospital staff did not want to remove all of the tape due to risk of creating an issue. A driveline repair was performed successfully. No further information is available at this time.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.